Manufacturer narrative:
Investigation: customer reported there was a leak in the set, and returned the affected sample. The customer also provided the labels for the samples which helped to investigate the sample further. The sample was not found to have any leaks or other failure modes, and the complaint was not verified. The sample was primed with blue dye fluid in order to verify the leak and none was found. A device history record review for model 2426-0500, lot number 20063381, was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #20063381, regarding item #2426-0500 h3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage. The following information was provided by the initial reporter: complaint 2 of 2. Material no: 2426-0500, batch no: unknown. Can you provide the date for the reported failure? (B)(6) 2020. Are you able to provide a part no and lot no for the product reported? 2426-0500; unsure of lot number. Can you provide a description for the reported failure? ¿rn primed tubing with pembrolizumab. During priming rn noticed leaking from the y-site below the IV chamber. This drug subsequently had to be remade and sent to the unit.¿ was there any adverse event(s) as a result of the reported defect? Yes, this drug had to be remade. Pembrolizumab is a drug that costs thousands of dollars.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage. The following information was provided by the initial reporter: complaint 2 of 2. Material no: 2426-0500, batch no: unknown. Can you provide the date for the reported failure? On (B)(6) 2020. Are you able to provide a part no and lot no for the product reported? 2426-0500; unsure of lot number. Can you provide a description for the reported failure? ¿rn primed tubing with pembrolizumab. During priming rn noticed leaking from the y-site below the IV chamber. This drug subsequently had to be remade and sent to the unit.¿ was there any adverse event(s) as a result of the reported defect? Yes, this drug had to be remade. Pembrolizumab is a drug that costs (B)(6) dollars.